Event description:
A customer reported that a system message displayed and the fluidics functions were disabled during a surgical procedure. The surgeon manually inserted oil into the eye and aborted the procedure. Surgeon will bring the patient back to the operating room at another date to complete procedure. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).